Event description:
A nc sprinter rx balloon dilatation catheter, 4.0mm length x 9mm diameter was used to post-dilate a newly deployed stent. It was reported the balloon got stuck before reaching the lesion and resistance was felt when the physician tried to withdraw the balloon from the pt. The balloon had to be withdrawn with the guide wire as one unit. It was reported that the device was kinked and bent on the proximal shaft of the balloon when removed. Communication received from field confirmed that the device was inspected prior to use with no issues noted. The nc sprinter rx device was received for evaluation. The hypotube was bent and wavy. The transition tubing was severely stretched and wavy. The balloon had not been inflated however, the balloons folds appeared to be partially opened. Blood residue was evident between the balloon folds. The nature of the damage to the returned device indicates that force may have been used in an attempt to withdrawn the device from the pt resulting in the stretching of the transition tubing. Based on review of the returned device the complaint is unconfirmed as removal difficulties as cd or procedural images were not provided for review, however, based on the damage to the returned device the kink is confirmed. It appears that the difficulties encountered by the physician advancing and withdrawing the device may have been related to the guide wire, however, this cannot be confirmed. The stretching of the transition tubing most likely occurred during attempts to remove the device. There is no pt injury and no clinical sequelae has been reported.

Manufacturer narrative:
(B)(4): evaluation results: (no conclusion can be drawn) - (cd images were not received for evaluation).